Event description:
The reporter contacted animas on (B)(6) 2012 stating after a battery change, prompted by an alarm, the buttons became unresponsive. The reporter denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with alcohol swabs as needed. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The audio bolus button was noted to be detached from the pump. A damaged audio bolus button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged audio bolus button should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons had intermittent response and required excessive force to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.